Manufacturer narrative:
(B)(4). Baxter received the device. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed upstream occlusion, when no occlusion was present. Any pt involvement, injury or medical intervention is unknown.